Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional pro-codes: gwo, gxr. Expiration date and lot number unknown. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that during an unknown procedure on (B)(6) 2019, one (1) out of the six (6) matrixneuro screw tip has deformed which resulted in the surgeon not insert the reported screw into the patient's skull. The surgery was successfully completed by using an alternative matrixneuro screw. There was no surgical delay and no adverse consequence to the patient reported. Patient condition was stable. Concomitant device reported: matrixneuro screw (part # 04.503.104.01s, lot # unknown, quantity unknown), matrixneuro screw (part # 04.503.104.04s, lot # 2l05069, quantity unknown), unknown matrix neuro plate (part # unknown, lot # unknown, quantity unknown). This complaint involves one (1) device. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: the visual inspection of the complained screw shows that the tip is badly worn. Also the thread flanks are strongly damaged and partly shared off. The relevant features are heavy damaged in a manner which prevents accurate measurement of the features. The damages are clearly caused post manufacturing. The received condition of the screw is concordant with the complaint description and the complaint condition is confirmed. This lot was manufactured in june 2018 according to the specification. Based on that and the condition of the item a product related issue can be excluded. Unfortunately we are not able to determine the exact cause which has led to the damage. We only can assume that a mechanical overloading situation, for example metallic contact, has caused the damages. As this screw is very small and quite fragile, a lot of care is required while handling. Please refer to technique guide 036.000.608. We can confirm the visible damages are not from any manufacturing non-conformity. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. The received condition of the screw is concordant with the complaint description and the complaint condition is confirmed. This lot was manufactured in march 2017 according to the specification. Based on that and the condition of the item a product related issue can be excluded. Unfortunately we are not able to determine the exact cause which has led to the damage. We only can assume that a mechanical overloading situation, for example metallic contact, has caused the damages. As this screw is very small and quite fragile, a lot of care is required while handling. Please refer to technique guide 036.000.608. We can confirm the visible damages are not from any manufacturing non-conformity. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device history lot this mre review is for sterilization procedure only . Part: 04.503.104.01s , lot: 2l72056, manufacturing site: bettlach , supplier: (B)(4), release to warehouse date: 13.december 2018 , expiry date: 01.december 2028 . A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Non-sterile part was manufactured in monument part: 04.503.104.20 , lot: h677421. Manufacturing location: monument manufacturing date: 26-jun-2018 , part number: 04.503.104.20, ti matrixneuro screw self- drilling 4mm, lot number: h677421 (non-sterile) . Part: 04.503.104.01s , lot: l387063 , manufacturing site: bettlach , supplier: (B)(4), release to warehouse date: 21.apr. 2017, expiry date: 01.apr. 2027 . A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Non-sterile part was manufactured in monument part: 72563 , lot: h311349. Manufacturing location: monument manufacturing date: 08-mar-2017 , part number: 04.503.104.01, - ti matrixneuro screw self- drilling 4mm, lot number: h311349 (non-sterile) . This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the inspection or release of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.